Event description:
Livanova received report that heater cooler 3t system took more time to re-warm during bypass runs, especially during dhca cases, in respect with previous heater coolers the customer owned. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Through follow-up communication livanova learned that the reported issue was solely due to user error regarding tubing exceeding 5 meters length. In addition, it was learnt that the circuit tubings connected to the heater cooler were wrapped together in a bundle, laying on the ground and in contact with each other (cold and warm circuit tubings). The user was advised the hoses to be shortened and to unbundle them. Reportability decision changes to not reportable event based on the fact that the device did not malfunction and no injury occurred. The reported issue was solely due to an user error in following device IFU stating that the length of circuit tubings connected to the heater cooler must not exceed 5 meters.

Event description:
See initial report.